Event description:
A malfunction was reported on the customer's pump, displaying malfunction code 12, which recurred even after resetting. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the customer with resetting the pump and subsequently arranged for a replacement pump to be sent. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery and was guided on the process for returning the faulty pump to tandem using a pre-paid label.